Event description:
It was reported that the customer experienced difficulty with cartridges fitting onto the pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.